Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty removing the bdc from the stent could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified in-stent restenosis (isr) in the non-tortuous mid to distal right coronary artery (rca). A 3.0x15mm trek rx balloon dilatation catheter (bdc) was unpackaged and prepped without difficulty and was advanced to the isr without difficulty. After successfully pre-dilating the isr using the trek rx balloon, the balloon was deflated without issue, but the balloon snagged on the previously implanted stent during retraction of the bdc without force applied, resulting in separation of distal shaft inside of the guiding catheter. The entire trek rx bdc with separated shaft piece was removed with the guide catheter as a single unit, with no snaring or any other intervention required. There was no damage caused to the previously implanted stent. There were no adverse patient effects and this issue did not cause or contribute to any clinically significant delay. While all parts were removed from the anatomy as a single unit with no parts remaining in patient anatomy, a portion of the trek rx was unable to be located and is believed to have been inadvertently discarded by the cath lab staff. No additional information was provided.